Event description:
Boston scientific received information that remote monitoring of this device displayed a high shock lead impedance measurement.. The physician was informed and is further monitoring this issue. No adverse patient effects were reported. A further follow up was performed. This out of range measurement occurred four days post implant. It was thought this was due to the lead implanted was a single coil lead, but the settings were not reprogrammed from the previous double coil lead setting. The device was reprogrammed to a single coil lead setting. It was thought this resolved the issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.